Event description:
The ICD related to this MDR was implanted on (B)(6) 2009. During the f/u performed on (B)(6) 2009, myopotentials oversensing were observed in both recorded episodes and real time egm's, whereas ventricular sensitivity was programmed at 1.2mv. Baseline muscle potentials were noted on deep inspiration with real time egm - although no additional markers were reproduced. Reportedly, the physician did not want to reprogram ventricular sensitivity at a higher value (less sensitive) or to perform new induction tests. Therefore, he is planning to perform a re-intervention in order to implant a separate pace/sense lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Review of electronic files / data. Conclusion: the noise oversensing episodes observed in available files were not treated because they were not sustained. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed; however, myopotentials or emi are the most probable hypotheses, because of the noise pattern observed. Careful check of this oversensing phenomenon should be done during each f/u to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector / lead problem. These checks include, but are not limited to: eval of the pacing / sensing thresholds in normal rhythm to check the stability of these thresholds. Eval of the stability of ventricular lead measurements (impedance and coil continuity). Eval of the reproductibility of the oversensing phenomenon during f/u; this includes performing real time egm/markers during pt exercises (moving the arm, breathing, coughing...), and while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area). Reportedly, myopotentials oversensing was reproduced upon deep inspiration with real time tests during the f/u. Reprogramming the parameters - sensitivity to a higher value (less sensitive) if possible, persistence to a higher value - can be evaluated, provided that the induction tests were performed at such higher values (to ensure proper sensing of a ventricular fibrillation). However, current settings - ventricular sensitivity set to 1.2mv - have successfully prevented inappropriate vf detections and inappropriate therapies upon noise oversensing events over the last f/u period. There is no indication for a re-intervention at this point. Nevertheless, the physician is planning to perform a re-intervention to implant an additional pace/sense lead, as reported.